Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this subcutaneous implantable cardioverter defibrillator (s-ICD). Today, the estimated battery longevity is at 10 percent. Engineering analysis was performed and confirmed a gradual increase, and recommendation to replace this device within 90 days due to this anomaly. The replacement device is scheduled for 20dec2022. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were concerns regarding alleged premature battery depletion of this subcutaneous implantable cardioverter defibrillator (s-ICD). Today, the estimated battery longevity is at 10 percent. Engineering analysis was performed and confirmed a gradual increase, and recommendation to replace this device within 90 days due to this anomaly. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device will not return for analysis and remains at the hospital.